Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was re-interrogated and was then able to pair. No additional intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.